Event description:
It was reported that, during a lap nephrectomy procedure, the device was closed and locked across the renal artery. The device was then fired and when removed, there was copious bleeding, caused from the device grazing the renal vein. No blood transfusion was necessary. Sutures were used to repair the vein. The device functioned as intended. The pt is fine. One device will be returned.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.